Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly. Customer will reportedly reload the cartridge to address the issue, but declined to complete troubleshooting with tandem technical support. There was no adverse impact to the customer¿s blood glucose level.